Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that the emitter is not tracking correctly. The emitter was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a functional endoscopic sinus surgery (fess). It was reported that there were tracking issues. Green tool card but would not track instrument tracker or nipt. There was no patient impact and there was a delay of less than one hour.